Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a failing micro-coax cable.

Event description:
On 05/01/2023, it was reported by a sales representative via phone that an ar-3210-0043 nanoneedle failed when went to calibrate camera, it would not white balance. This was discovered during a case with no patient effect.